Event description:
It was reported that insyte autoguard bl 22ga x 1.0in hub was cracked. The following information was provided by the initial reporter: it was reported that 2 catheters have had cracked hubs. Per complaint details received: I would like to report that we have had a couple of incidents where an insyte autogard 22g 1.00 inch has had a cracked hub. The first one was discarded by the nurse, not realizing this should have been reported. The second one was removed from the patient after the cracked hub was noted and retained. The rest of the box was inspected for damage, none was noted. I alerted the nursing staff to check the hub before accessing an IV site and report any found cracked. So far, I have had no further reports of cracked hubs.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0336138, medical device expiration date: 2023-11-30, device manufacture date: (B)(6) 2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in hub was cracked. The following information was provided by the initial reporter: it was reported that 2 catheters have had cracked hubs. Per complaint details received: I would like to report that we have had a couple of incidents where an insyte autoguard 22g 1.00 inch has had a cracked hub. The first one was discarded by the nurse, not realizing this should have been reported. The second one was removed from the patient after the cracked hub was noted and retained. The rest of the box was inspected for damage, none was noted. I alerted the nursing staff to check the hub before accessing an IV site and report any found cracked. So far, I have had no further reports of cracked hubs.